Event description:
It was reported that the pump failed to recognize the cassette when attached. The issue was identified by healthcare professional (B)(6) during a training session at the hospital. During device analysis, a defective latch lock sensor and a printed wiring assembly were identified. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the customer problem was duplicated. The root cause of the issue was a defective latch sensor and printed wiring assembly (pwa). The latch sensor and pwa were replaced. After the repair the device must pass all functional tests before it is shipped back to the customer.